Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46011. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. Service history review identified last service of the device was opened on 02-jan-24 and was closed 06-jun-24. There was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a software installation error. The software was successfully installed but no repairs were required.